Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient¿s family member states her mother wanted her to increase the stimulation today because she felt ins was not working. Caller states she increased the stimulation and now her mother is in so much pain, and was trying to decrease but the programmer will not let her. Caller states she is seeing the poor communication screen. Troubleshooting included confirming ins status with the programmer which showed therapy on, amplitude was decreased which eliminated the uncomfortable stimulation. The setting had been on program 2 at 6.3v and the caller decreased stimulation down to 5.3v and the patient stated it was much more comfortable. No further complications were reported or anticipated.